Manufacturer narrative:
The insulin pump was received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails. Keypad unresponsive/button error alarm not confirmed during testing. The insulin pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received stuck button alarm. The customer's blood glucose was 14.5 mmol/l at the time of incident. The insulin pump had a crack at the back of the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.